Manufacturer narrative:
No further info has been provided at this time by the account. The actual lot number of the device involved is unk. Purchase records were evaluated to determine the most recent purchase of these handpieces prior to the case. The most recently purchased max1 lot number is 17485. Max1, lot number 17485, has an expiration date of 11/1/2011 and a MFR date of 11/08. Eval summary - the device involved in the event was not returned for eval. A retained sample from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted. The original source documents indicated that the device involved in this case was a medtronic pen. The follow-up report indicated that the device was an atricure pen.

Event description:
Following a maze procedure, mitral annuloplasty, and tricuspid annuloplasty, the pt was being weaned from cardiopulmonary bypass, but the entire lateral and inferior wall of the left ventricle were akinetic. There was concern that an injury occurred with the max1 pen with lesion lines to the tricuspid annulus. The surgeon elected to perform coronary bypass artery grafting to the circumflex and distal right coronary arteries. Left ventricular function improved following the bypass grafting procedure and the pt finished the procedure in stable condition. No pt consequence was reported.